Event description:
According to the information received, during the resection of a septum on a female patient, the surgeon used the 26159be electrode with a trophyscope, connected to a valleylab ft10 generator. The technical nurse reported that fragments of the electrode sheath were found inside the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).